Event description:
It was reported that after the trial patient replaced the batteries in the external neurostimulator (ens) yesterday and noticed the green light was no longer showing. The patient wanted to know if that was something they should be concerned about. The patient still felt stimulation and the controller still showed stimulation was on at 3. The patient was trying the ens for retention because they passed a kidney stone or something happened and all of the sudden they could no longer go on their own. Starting last night, the patient noticed their back was hurting really bad and they had taken a shower. The patient turned stimulation down 1 notch. The patient¿s urine output had been less, it was slightly lower last night and all day today. The patient had a lot when they got up this morning and was able to void. It was working great and they were going 75 percent on their own, which was great, but this morning they had blood in their urine. This was typical anytime the patient went over 600ccs their urine showed signs of blood because they had hunter ulcers. The patient had this ever since july when they were diagnosed with interstitial cystitis (ic). This morning the patient was hurting really bad so they tried to void and only got out 150 ccs. It was real dark and the patient catheterized. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3537, serial# unknown, product type: programmer, patient; product ID neu_ unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).